Event description:
The customer reported that in 2005, five minutes before end of treatment there was a low blood pressure alarm. Pt's pressure had dropped to 78/40. Approx 300 cc of blood was noticed on the floor: the venous needle was partially dislodged. The pt was put in the trendelenberg position; blood returned via the arterial line. Pt's pressure went back up and they were stable when they left the clinic. The pt's hemoglobin was 11.2 eight days earlier. The dr asked for another test the next day: the result was 8.9. The site was in the lower left arm, and was not covered during treatment.